Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, DHR review verifies that device was manufactured in accordance with documented specification and procedures. (B)(4). Due to the august 2015 FDA maintenance were the 3500a codes were updated, the 3500a codes (evaluation codes) will be added until the biosense webster system is also updated. Evaluation codes: -methods codes: no testing methods performed. -results codes: no results available since no evaluation performed. Conclusion codes: device discarded by user, unable to follow-up concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Stockert generator, coolflow pump, biosense webster his catheter, (B)(4). Biosense webster manufacturer's ref. No's (B)(4) are related to the same incident. (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a navistar thermocool catheter and a smart touch unidirectional catheter and suffered a cardiac tamponade and cardiac arrest which required pericardiocentesis and CPR. The patient expired. The patient's medical history is unknown. During the procedure, it was noticed that the patient's heart stopped moving and the patient coded. They performed CPR. A moderate pericardial effusion was also noticed. It was unknown how it was confirmed. All catheters and units performed as per specifications. They performed a pericardiocentesis and 90mls of fluid were removed. The patient coded a second time and was transferred to the ICU. It was reported that the patient ended up expiring. The physician did not provide a causality opinion for the cause of this adverse event. This event will be reported under both the ablation catheters (navistar thermocool catheter and smart touch unidirectional catheter) used during the procedure.

Manufacturer narrative:
Previously, we reported that a stockert generator (serial #: unknown / model #: unknown) was used during the procedure. Additional clarification was received stating that the generator used during this procedure was the smartablate generator (serial #: (B)(4) / model #: m-4900-07). (B)(4).